Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed in which it was identified that there was a fluid leak in the left cylinder. The cylinders and the pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed in which it was identified that there was a fluid leak in the left cylinder due to a hole. The cylinders and the pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and leak tested. Microscope examination revealed that both cylinders had a hole at corner of a fold from wear in the proximal end of the cylinder. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders krt were worn to the filament. Leakage test revealed that both cylinders had a leak at corner of a fold in the proximal end of the cylinder. Pump was leak tested, and no leaks were identified. Based on the information available and analysis results, the leaks in both cylinders were the most probable cause of the complaint/event; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.